Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure on (B)(6) 2013, the physician used two inpact admiral balloons to treat the right sfa. Devices were successful however it was reported that the patient suffered a dissection during the procedure. A protégé everflex stent was used to treat the dissection. The patient suffered a critical stenosis of the right sfa on (B)(6) 2014 and was treated with medication but it was noted that the stenosis remained unresolved. The patient suffered another critical stenosis in the right sfa on (B)(6) 2015 and was also treated with medication but remained unresolved. The patient suffered a further restenosis in the right sfa on (B)(6) 2018 and was treated with a non-medtronic device. The restenosis was noted to be resolved on (B)(6) 2018.